Event description:
On (B)(6) 2014, a reporter contacted animas indicating that that the pump has lost prime 3 to 4 times in the past day. The pump reportedly required a full rewind, load and prime each time it lost prime which is indicative that the pump potentially robooted. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no pump reboot events were observed in the device's history. There were several loss of prime alarms followed by ¿ez-prime¿ operations observed on 03/02/2014. The battery compartment and cap were undamaged and able to fit and to maintain electrical connection. The battery cap was measured within specifications. The pump performed a 24 hour duration test with no issues. The pump was able to perform all of the rewind and prime steps with no issue. There was no power interruption or loss of prime that occurred during the investigation. No intermittent condition was found on the power circuit. The product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.